Event description:
(B)(4). Removal of essure by salpingectomy , but after surgery continued with side effects , bleeding and bloating ,loosing hair , joint pain , it was discovered that essure fragments were left behind during previous surgery , was admitted to (B)(6) medical center on (B)(6) 2016 for completion of removal of essure fragments .